Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6)-year old male patient was diagnosed with severe hyperglycemia. According to the primary investigator, on (B)(6) 2019, patient's blood glucose level was over 600 mg/dl, ketone level 1.8 mmol/l and was vomiting a couple times. After manual injection and infusion set change, ketone level dropped down to 0.3 mmol/l but high blood glucose level continued. On (B)(6) 2019, the blood glucose level increased and was over 400 mg/dl, ketone level was 2.7 mmol/l with no symptoms. Again, a manual injection was given and during infusion set change, it was found that cannula was kinked/bent. The ketone level came down to 0.3 mmol/l and blood glucose level slowly came down. On the same day ((B)(6) 2019), the event was resolved. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.